Manufacturer narrative:
Further investigation by tosoh confirmed that the distributor engineer corrected and properly performed periodic maintenance (pm). The issue has not resurfaced. The aia-360 analyzer is back in operation after proper maintenance. The customer is performing correlation studies with other methodologies; a difference in results has not been observed. The customer indicated tsh results on the patient in question generated from alternative methodologies were released from the laboratory. No further testing was possible on this patient with the aia-360 after completing the pm due to lack of sample. The customer declined to provide any patient clinical data due to confidentiality reasons. There was no patient impact associated with this incident. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 10apr2018 to aware date 10may2019. No other similar complaints were identified during the search period. The aia-360 operator's manual, chapter 10, describes the daily inspection and maintenance procedures that users must perform in order to maintain the peak performance capability of aia-360 analyzer. Thyroid-stimulating hormone st aia-pack tsh analyte application manual, limitations of the procedure, states the following: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 uiu/ml, and the lowest measurable concentration is 0.03 uiu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 uiu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 uiu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for thyroid stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue is attributed to incomplete periodic maintenance.

Event description:
A customer reported discrepant thyroid-stimulating hormone (tsh) results on a patient sample between the aia-360 analyzer and other methodologies. The aia-360 analyzer generated a result of 18.32 uiu/ml, while an alternative methodology (elisa) generated a value of 0.03 uiu/ml. The sample was then sent to a reference laboratory (using immulite 2000) for analysis, which produced a result of 0.03 uiu/ml. The distributor then recalibrated the tsh on the aia-360 analyzer and reran the patient sample and obtained a result of 15 uiu/ml. On the following day, mac 2 and mac 3 (lot h706) controls generated tsh results that were within the acceptable ranges. The distributor engineer then proceeded to perform a periodic maintenance (pm) on the aia-360 analyzer. Following completion of maintenance, a tosoh field service engineer (fse) contacted the distributor after discovering that the syringe seals were not replaced during the pm, and that the analyzer had an accuracy of 2%. The tosoh fse advised the distributor to ensure proper periodic maintenance was performed on the aia-360 instrument. There was no indication of patient intervention or adverse health consequences due to this event.